Manufacturer narrative:
The #0, #1, #2, and #4 conductors were broken at their respective electrode weld sites. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis found all conductors of the lead were broken at their electrode weld site. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable component is: product ID: 3999, explanted: (B)(6) 2017, product type: lead.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a lead revision. It was reported there was high impedance on four contacts of the lead. The serial/lot number and implant date of the lead was unknown as it was not documented. The patient did not experience any symptoms related to the event. Due to limited programming options, a lead revision was planned. The were no factors that may have led or contributed to the issue. The patient did not experience any falls or traumas. Diagnostics and troubleshooting included impedance measurements during follow-up appointments at unknown dates and during/after the revision that occurred on (B)(6) 2017. There was no disconnection observed during the revision and no broken wires visible. After replacement of the lead, the issue was solved. The high impedances were caused by the lead; a lead fracture was assumed. No further patient complication was reported.